Event description:
It was reported that the intraocular lens tore in half during insertion due to splitting of the injector tip. The lens was subsequently removed through an enlarged incision. Please reference MDR# 1119279-2012-00295 for the intraocular lens.

Manufacturer narrative:
The delivery device has been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.